Event description:
Spontaneous, from doctor: "patient is having some issues with her intravenous veletri cadd legacy pump. This has happened a couple times now this year." No other information or dates available. Serial number was not provided. Did the reported product fault occur while in use with the patient? Unknown; did the product issue cause or contribute to patient or clinical injury? Unknown; is the actual device available for investigation? Unknown; did we [MFR] replace device? Unknown; did the patient have a backup device they were able to switch to? Unknown. Reported to (B)(6) by: health professional.